Event description:
It was reported that a no disposable alarm occurred today with cadd legacy pump serial number (B)(4) and prefilled veletri cadd cassette 100 milliliter with flowstop. Reported multiple air bubbles on top of cassette. Reservoir volume 50 milliliters at the time of alarm. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.